Event description:
A surgeon reported that the system restarted by itself during the setup after a technical service intervention was performed the day before. There was no pt involvement. The system will not be used until it is repaired. Add'l info has been requested, but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested, but not received to date. (B)(4).